Manufacturer narrative:
On aug 19, 2025. Mentor became aware that the follow up #1 erroneously reported incorrect date of removal in section h11. The correct date of removal is (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation revision utilizing an unknown mentor silicone prosthesis subsequently experienced a left-sided silent rupture postoperatively. A thorough physical examination, alongside MRI imaging, confirmed the presence of the rupture. As of the time of this report, mentor has not received any information regarding the patient's explantation status or an anticipated explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices' photo evaluation completed on july 31, 2025: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Additional information received on july 5, 2025, indicated that the patient also experienced bilateral acquired breast deformity. As a result, the patient underwent bilateral exchange of implants and bilateral galaflex on (B)(6) 2025. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: nos, symptomatic rupture. Manufacturer¿s reference number: (B)(4).